Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 493 mg/dl. The customer treated with a bolus and her blood glucose decreased to 98 mg/dl. The insulin pump's drive support cap was inspected and it appeared normal. The customer declined to check their device settings, site, or insulin pump since she will call her health care professional for advice. The customer's reservoir was also completely empty and she was using her back-up plan and therefore unable to troubleshoot. No products were returned or replaced.